Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during laparoscopic cholecystectomy, endotracheal tube was successfully placed on first attempt using video laryngoscopy. Towards the end of the procedure, a slow leak was noted despite an intact cuff, with no evidence of leak into mouth or around vocal cords; a quiet hissing sound was audible at the proximal end of the endotracheal tube. The case was completed safely with increased flows. On removal, a defect was identified at the site where the pilot tube enters the endotracheal tube. There was patient involvement, and no patient or user harm reported at this time.